Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than three months post implant that the patient developed a pocket infection. The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.